Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that during a coronary artery stenting treatment procedure the patient experienced atrial fibrillation. The target lesion was a de-novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The physician treated the patient with direct stent placement using a 2.75 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During the procedure the patient experienced atrial fibrillation during the pci which was treated with 5 mg of IV lopressor and 10 mg of IV cardizem with prompt conversion to sinus rhythm. "It is suspected by the investigator that there may have been not clinically significant enhanced vagal tone from transient rca manipulation". The patient was discharged on aspirin and prasugrel.